Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer called into technical support (ts) reporting that the device has alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part ID for the power switch overlay. The customer replaced the power switch overly to resolve the reported problem. The device passed required performance verification tests per manufacturer's specifications and is back to working condition and ready for use.